Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02295. It was reported the pt is not receiving effective stimulation from her scs system. A sjm representative met with the pt and was unable to resolve the issue with reprogramming. X-rays taken found the pt's right side scs lead had migrated. Follow up on (B)(6) 2014, identified the pt's scs leads were repositioned. The pt reported receiving effective stimulation therapy in her pain areas postoperative.